Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. Based on the investigation, mechanical overload could be identified as the most probable root cause. Therefore, the failure is most probably usage related in combination with wear and tear due to the age of the instrument. There is no indication for product problem. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a inner sheath. According to the information received, the instrument failed during a procedure. No delay. No injury to patient. Further information is not available.